Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they noticed a loss of stimulation sensation and checked and the therapy was off. The patent did not know why therapy was off. They denied changing programs or activating MRI mode which may have been the cause of therapy being off. The patient noticed a loss of therapeutic effect on (B)(6) 2022 and loss of stimulation sensation on (B)(6) 2022. It was recommended they monitor going forward and if they noticed therapy turning off in the future, they should keep track of episodes to follow up with their managing physician. They reported they were having difficulty connecting to the ins but this was resolved with normal troubleshooting and education. They stated the handset was losing charge more quickly than expected. The difference between the status of the therapy as opposed to the status of the external patient programmer was reviewed, as well as the fact the smart handset being off would not cause any changes to therapy status. The patient stated, "ok that's all I needed to know." It was not clear if the therapy was actually off or if the patient thought it was off due to the status of the programmer.

Manufacturer narrative:
H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the therapy was not unexpectedly turned off, but that the handset was. The patient noted that the cause of this issue was unknown, but stated their doctor reset everything and it has been working ever since. Patient was unsure of the cause of the sudden loss of therapy on (B)(6) and on (B)(6) , but noted the doctor reset again, and stated the issue has been resolved. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.***